Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the device stopped working over seven years after implant the patient underwent a surgical procedure in which all components were explanted and replaced. Upon explant, it was identified that the cylinder had busted and leaked fluid. There were no patient complications.